Manufacturer narrative:
The cause for the discordant hcv result is unknown. The calibration and qc were acceptable. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur hcv assay is used in conjunction with other manufacturers' assays for specific hcv serological markers."

Event description:
Negative advia centaur xp hcv results were obtained on samples from two different patients. The results were reported to the patients. The patients questioned the results as the other methods provided positive results. Patient 1 sample was repeated on the advia centaur xp and the result was equivocal. Testing on an alternate method was reactive. Confirmatory testing was positive. Patient 2 had a redraw sample tested. The advia centaur xp result was negative. Testing on an alternate method was reactive. Confirmatory testing was indeterminate. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp hcv results.